Event description:
It was reported that when using the bd pyxis¿ es server users were able to sign in, however the pyxis dashboard was not displaying, and the error message there was an unexpected error appeared. The dashboard was used to monitor whether pyxis machines were online and to identify stock out issues, making access time sensitive. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist (tss) dialed in to the application server and attempted to log in to the hsv, where a certificate trust error was observed. Followed knowledge article configuring pyxis identity server by navigating to c:\program files\carefusion\pyxis es platform\config and launching config ids.bat, selected the appropriate certificate, and verified the date before proceeding. The tool reported api/ids/mds configuration succeeded, but the hsv website continued to show the certificate not trusted warning. Consulted with the sme and was advised binding the same certificate within the report server. Accessed iis, opened the default website under the report server, and bound the correct server certificate. After applying the binding, verified that the health sight viewer website no longer displayed certificate or not trusted errors. The system functioned as intended after the technical support specialist troubleshot the device.